Event description:
Patient underwent a percutaneous coronary artery procedure. Following the cardiac procedure a perclose device was used for closure of the left femoral artery. The perclose device when removed and inspected was found to have a 1 mm piece of plastic, missing from the device, which was the foot of the device. Follow up angiogram was performed. It was determined there was no compromise of vascular flow, and unable to visualize the foreign object.